Event description:
It is reported through the patient's attorney, that patient underwent total hip replacement surgery on 1994. Post-op in 1996, patient's stem was discovered to have loosened. As a result,in 1996, patient's hip was revised where the femoral stem was removed and replaced.